Event description:
Additional information received reported the revision was performed and the patient saw a significant improvement in symptoms. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va02utb, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the device would power off when they went through security screening at various department stores. A power on reset was noted. In addition, pain and erosion at the device pocket was noted. Impedance testing and reprogramming were done as troubleshooting. A revision was scheduled for (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.